Event description:
The user facility reported that the 3080rl surgical table intermittently unlocked during use. No procedural delays or cancellations reported; no injuries reported.

Manufacturer narrative:
A steris service technician inspected the table and found the hydraulic pump was not operating properly, the motor batteries were not being charged and there was a hydraulic leak inside one of the floor locks. The battery charger and both floor locks were replaced and adjusted to specification. All functions were tested and the table was returned to service. The table subject of the reported event is not under steris service contract and is maintained by a 3rd party service group. The equipment preventive maintenance schedules states (pp. 4-4, 4-5) to check the following bi-monthly: "check floor lock system and adjust if needed per maintenance manual; verify battery charger voltage (28 volts +/- 1 volt); verify battery voltage (12 volts per battery)." The table is 19 years old exceeds its estimated useful life. Steris will recommend that the user facility replace the table due to its age.